Event description:
The drager apollo anesthesia machine has an exposed system power on/off push button switch on the front. The button is located behind an adjustable shelf which is prone to having binders, paperwork, supplies, etc. Stacked on it. Since the push button on/off switch is behind the items placed on the shelf, movement or manipulation of the shelf contents can easily inadvertently push the button and turn the machine off. Other models tend to use a rotary switch that is less likely to be turned off accidentally. This is a poor device design that poses a potentially serious patient safety concern.